Event description:
The complainant reported that while preparing to inject during a left heart angiography procedure, air bubbles were drawn into the angiography kit. No air was injected into the patient. No patient harm or injury occurred.

Manufacturer narrative:
Device eval is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.